Manufacturer narrative:
The technician had replaced the head up and down valves and the issue remained. The technician replaced the hydraulic manifold to resolve the issue.

Event description:
The technician alleged that the head of the bed was drifting down slowly. No pt impact.